Manufacturer narrative:
The reported event of high impedance/fracture was confirmed. As received, microscopic inspection revealed that the lead body had kink/breakage with all the wires being broken within the lead. The broken wires are consistent with overstress condition that the lead was subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported the patients lead displayed high impedance and the patient lost stimulation. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. During the procedure it was noted the lead was fractured. Surgical intervention addressed the issue.